Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, device unable to charge, led anomaly, communication issue between pump and transmitter. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-7040ma, mmt-7715, mmt-7841zn. Customer reported the transmitter battery did not last 7 days. Transmitter was not fully charged before it was connected to the sensor. Customer was advised to fully charge transmitter between uses and monitor transmitter charging customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has not been used for more than 1 year. Advised charger is working properly and transmitter is charging. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-7715. No product return is required for mmt-7841zn. The customer will continue using the device.